Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) that the device experienced "heat and did not work". The device was not being used during surgery. It is unknown if any patient or user injury were reported. There was no add'l info provided.